Event description:
It was reported that; on (B)(6) 2015, the patient underwent the elongation surgery with the small xia. At that time, the surgeon found that the hook come off, and cross connector was broken. Therefore the surgeon changed the hook and cross connector.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: benchmarks were observed via microscope, which is consistent with fatigue fracture. Additionally the device was confirmed to have been over 5 years old. Conclusion: the most likely cause of the customer reported event is a fatigue fracture due to normal loads imposed by the body.

Event description:
It was reported that; on (B)(6) 2015, the patient underwent the elongation surgery with the small xia. At that time, the surgeon found that the hook come off, and cross connector was broken. Therefore the surgeon changed the hook and cross connector.